Event description:
It was reported that pairing failed occurred on for transmitter with serial number 8pk6y0. However, transmitter with serial number 8pqxfs was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and pairing failed was found for serial number 8pqxfs within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of pairing failed is reportable based on signal loss more than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).